Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. A review of latitude follow-up data confirmed this happened around september of last year. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. Either an automatic or manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.